Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post stent placement the stent was obstructed. During a biliary drainage catheter exchange procedure, it was noted that the previously placed wallstent was not patent. Patient status was listed as fine. No further information is available.